Event description:
Event description guidant received information that this implantable pacemaker was reported to have loss of ventricular capture due to increased threshold measuremnets. Upon interrogation, one week prior, the threshold measurement was 1.0v, the output was set to 2.5v and the device had good capture. When the loss of capture was reported, the threshold measurement had increased to 2.5v.